Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported that the saw attachment device motor failed during an unspecified surgical procedure and the saw handpiece overheated a lot, it worked starting the procedure, but progressively began to fail. It was considered that the battery could also have failed, but the stock manager tells me that he checked the battery the day before the surgery with a full charge and nevertheless put it to load for a while, for my part I checked the battery before starting the procedure and it was fully charged but when it was checked again at the time the engine failed, it only had two green points and from experience to ensure proper engine operation the battery must have three green points. During an in-house engineering evaluation, it was determined that the device did not function, the moving parts did not move smoothly, component damage and was frozen and would not move. It was further determined that the device failed pre-test for oscillation frequency, mechanical free movement and general condition. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.